Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover, battery drawer, side bail covers and ring cover were broken, and the serial number label was torn. (B)(4).